Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-september-2019 with the following findings: during investigation, there was no defect found in the casing of the pump.  Investigation was unable to duplicate the original complaint of a casing/condition issue.  Unrelated to the original complaint, the audio bolus button cover was lifted and the audio bolus button was  found to be inoperable.  The audio bolus button slug was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The customer alleged that "there was a broken valve in the pump that prevented the pump from working properly." There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery.